Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a switch encoder failure. There was no reported patient involvement.